Event description:
Orbit galaxy g2 complex tdl fill, 4mmx7cm coil (641cf0615/c14353) would not detach after multiple attempts and multiple echelon 10 microcatheter re-positions. The coil finally detached when the physician was trying to remove the coil, after 2cm of coil was into catheter. The physician was able to push the coil into the aneurysm through the microcatheter after it detached. Patient death did not occur as a result of the event. There were no damages noted on the coil prior to use. There was no resistance/friction during deployment of the coil system through the microcatheter. The same microcatheter was successfully used with other coils. There was no torquing of the dpu required during positioning of the coil in the aneurysm. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without application of excessive force.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
An orbit galaxy g2 complex tdl fill, 4mmx7cm coil (641cf0615/c14353) would not detach after multiple attempts and multiple repositionings of the echelon 10 microcatheter. The coil finally detached when the physician was trying to remove the coil, after 2cm of coil was inside the microcatheter. The physician was able to push the coil into the aneurysm through the microcatheter after it detached. No patient injury was reported. There was no damage noted on the coil prior to use. There was no resistance/friction reported during deployment of the coil system through the microcatheter. The same microcatheter was successfully used with other coils. There was no torquing of the device positioning unit (dpu) required during positioning of the coil in the aneurysm. A pre-deployment electrical check was performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without application of excessive force. The coil was implanted. The returned device positioning unit (dpu) passed electrical testing. The detachment fiber partially melted and pooled around and above the coil¿s resistive heating coil socket ring. It was observed that at the location of the pooled and partially melted detachment fiber there is a void directly in the line of travel where the coil¿s socket ring may have traveled into the gap and become lodged. The most likely contributing factor to the coil¿s initial non-detachment inside the aneurysm followed by an unintended detachment inside the microcatheter during withdrawal may have been due to resistance encountered during the coil¿s advancement inside the microcatheter, or from the repositioning of the coil inside the aneurysm and/or the repositioning of the microcatheter itself, especially if the coil was still inside the aneurysm. This may have caused the detachment fiber to lose fiber tension and/or caused the coil¿s socket ring to be pushed down inside the outer sheath. When the detachment button was pressed, if the detachment fiber lost tension and contact against the heating surface and/or if the coil¿s socket ring was pushed down inside the outer sheath, this would have caused the coil to have become temporarily captured by the melted detachment fiber or by being pushed down inside the outer sheath. When the coil was being retracted for removal it was then released inside the microcatheter. The circumstances of how this damage occurred cannot be exactly determined. In addition, without the return of the complete detachment system and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. The returned echelon 10 microcatheter passed inspection and functionality testing. Therefore, it is unlikely that the microcatheter alone and without any other contributing factors contributed to the field complaint. The returned enpower remote connecting cable (lot number unreported) passed electrical and functionality testing and most likely did not contribute to the field complaint. A review of the manufacturing documentation associated with this coil lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the investigation and analysis of the returned components, the root cause of the complaint event is undetermined. Therefore, no corrective action is warranted at this time.